Manufacturer narrative:
The field service engineer (fse) replaced channel 1 of the sipper lines and cleaned the cells and the sipper line. He also performed the same procedure to channel 2 of the sipper line. He noted that the procell cup was dirty and cleaned it. He cleaned the measuring cell (mc) flow paths completely. The fse performed qc with acceptable results and confirmed the module was functioning without issues. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii ver.2 results on a cobas 6000 e 601 module. The reporter alleged that an inquiry was received from the clinician which prompted the rerun of the patient samples. Approximately 70 patient samples were rerun on an e411. Reportedly, there were 23 patient samples with discrepant results. Please refer to the attachment "pt-79387" for the table containing the questionable results. The ft3 and ft4 reagent lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The local support thoroughly checked and cleaned the module and the measuring cell flow paths. They found the procell cup was fto be dirty. The investigation determined that the event was caused by contaminated measuring cell flow paths. Product labeling states "in this section you find all the maintenance for the e 601 module that must be performed at least once every two weeks. Liquid flow path cleaning - contamination in the sipper system could cause problems. To keep the flow paths of the sippers clean and maintain the integrity of the measuring cell, perform liquid flow path cleaning at least every two weeks or after 2500 to 3000 determinations per channel, whichever comes first."